Manufacturer narrative:
Investigation summary: one (1) photo was shared by customer, where an unknown red fluid is inside the microclave, no additional damage or anomalies were observed. One (1) used list# mc100, microclave¿ clear neutral connector was returned for evaluation. As received an unknown dry solution inside the microclave was observed. No mating device was returned for evaluation. The microclave was tested as per procedure and an interna internal leak was observed. The microclave was dissembled and a torn damage on seal was confirmed. A device history record lot# review could not be conducted because no lot number(s) was/were identified. Complaint of leak can be confirmed. The probable cause is typically due to access with an incompatible mating device during use. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm.

Event description:
A complaint was received regarding a microclave¿ clear neutral connector that experienced tearing found during device evaluation. The report stated, "nurse noticed that the microclave housing was full of blood. " the status was during patient use. The sample product is available for evaluation. There was patient involvement, no adverse event and no one was harmed as a result of the reported event. "No leakage or obstruction was reported."